Event description:
Spontaneous call from the pt both her cadd legacy pumps ((B)(4)) will alarm and show on the screen. "No disposal clamp tubing". Per the pt, when she checks her line, it is fine. She has had to stop the pumps, shut them off and re-start them for them to resume the infusions. Per the pt, this has happened 4 - 5 times in the last month. Sending the pt 2 new pumps, "continued." Reviewed cassette attachment and pt is doing correctly, so it would seem something is possibly wrong with her line. Advised pt to call dr (B)(6) to see what they recommend she do. Dose or amount: 158 nkm, frequency: continuously, route: intravenously. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.